Event description:
It was reported that the "pilot balloon keeps loosing air". The device involved has not been returned for analysis and investigation as of the date on this report. Reportedly, there was no pt injury.